Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received in good condition. The device was connected to a test handpiece and generator for functional testing. During functional testing, the device did not activate with either the min or max buttons. The device was disassembled and one of the pogo pins was missing from the flexible carrier assembly. This caused the device to be non-functional.

Manufacturer narrative:
(B)(4). Corrected information: the device was received in good condition. The device was connected to a test handpiece and generator for functional testing. During functional testing, the device did not activate with either the min or max buttons. The device was disassembled and one of the pogo pins was broken from the flexible carrier assembly. This caused the device to be non-functional. No conclusion could be reached as to how the pogo pin became broken.

Event description:
It was reported that during an unknown procedure the device does not work at the beginning. Another device like device was used to complete the case. No patient consequences.

Manufacturer narrative:
(B)(4). Corrected information the device was received in good condition. The device was connected to a test handpiece and generator for functional testing. During functional testing, the device did not activate with either the min or max buttons. The device was disassembled and one of the pogo pins was broken from the flexible carrier assembly. This caused the device to be non-functional. No conclusion could be reached as to how the pogo pin became broken